Event description:
I use both the dexcom g7 and omnipod 5 to control my type 1 diabetes. Early the morning of (B)(6) 2025, around 5:00, I was alerted to low blood sugar on my dexcom app on my phone. The app showed 64 and dropping rapidly. I looked at my omnipod controller and it showed 95 and dropping, but not rapidly. I then did a manual blood sugar check and it showed 195!! The omnipod controller gets data from my sensor that is currently being used. I changed both the sensor and my omnipod on tuesday morning (B)(6) shortly after midnight and since then, the sensor and my pod are never synced up. I am constantly having to do a manual blood sugar check to recalibrate the g7. I thought my blood sugar was low this morning based on the dexcom app readings, so I drank some orange juice. That made my blood sugar go up. The food & drug administration seriously needs to do something about all these problems with the dexcom g7 devices and get them off the market! I was greatly disappointed in the food & drug administration's decision to grant approval for the g7 15-day sensor knowing how many problems there are with the 10-day sensor. The 15-day sensor is built on the same platform as their 10-day and dexcom has made zero changes to anything from the 10-day to the 15-day. For people that depend on medical devices to control a life-threatening disease, such as diabetes, it is imperative that they work properly and that they are accurate. In dexcom's case, neither is accurate. They neither work properly and they're never accurate. Do something about it, food & drug administration!